Event description:
During scheduled follow-up, the physician observed unexpected behavior in a recorded v burst episode: there were two paced cycles with an abnormally slow rate (below the programmed basic rate).

Manufacturer narrative:
On (B)(4) 2010 - this event concerns a device that was manufactured and used outside the united states. Analysis is pending.